Manufacturer narrative:
Analysis of the lead, lot #va05jmk, found the body and conductor crushed with no significant anomaly.

Manufacturer narrative:
Product ID 3093-28 lot# va05jmk, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the doctor believed the lead was defective, causing impedance issues. The impedances were reported as high, but less than 4000, and stimulation was occurring in the wrong location. The patient also had hip pain. X-rays and reprogramming were performed. The lead was replaced. At the time of the report the patient was alive with no injury.